Event description:
A report was received that the patient experienced high impedances and a loss of stimulation. The patient underwent a lead revision procedure and the lead needed to be cut into two pieces when it was removed from the patients body. The patient was doing well postoperatively and receiving good therapy.

Manufacturer narrative:
The lead sc-2317-70 serial number: (B)(4) was evaluated and the visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead got kinked after it exited the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement; causing the cable fractures right at the anchor point. Additionally, visual inspection revealed the lead was cleanly cut approximately 37.4 cm from the distal end. The proximal end was not returned. The cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient experienced high impedances and a loss of stimulation. The patient underwent a lead revision procedure and the lead needed to be cut into two pieces when it was removed from the patients body. The patient was doing well postoperatively and receiving good therapy.